Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported. Additional information from the field was received indicating that the lead was attempted due to the patient's anatomy. No allegation against the leads form or integrity.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information which found evidence making this complaint no longer meeting reportable criteria.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported. Additional information from the field was received indicating that the lead was attempted due to the patient's anatomy. No allegation against the leads form or integrity.